Event description:
Patient was awakened from a sound sleep by ICD -internal cardiac defibrillator- electrical storm -multiple shocks-, caused by a sudden fracture of his medtronic sprint fidelis lead -model #6949-. -this lead was recalled in october of 2007, but had been left in pace as per recommendation of both manufacturer and physician.- patient endured a total of 32 unnecessary shocks to his heart over a period of approximately two hours until the device could be shut down by a medtronic representative in the local emergency room. Patient endured unimaginable pain and terror, with seemingly no end in sight. Patient was transferred to heart specialty hospital, where he remained until he underwent surgery on (B)(6) 2010 to extract the fractured lead, remove the old defibrillator, and implant a new defibrillator and lead. Patient was discharged (B)(6) 2010. Subsequent to the event, he continues to experience symptoms of post-traumatic stress due to the nightmare he endured, including panic attacks and the inability to sleep through the night.